Manufacturer narrative:
Two opened knife samples with foam protectors in blisters were received for the report of two knives were blunt. The returned samples were visually inspected and were found to be nonconforming with damaged tips. Penetration testing could not be performed due to the damaged condition of the samples. Even though no lot number was identified with this complaint, our products are processed and released according to the product¿s acceptance criteria. The photos are of two knives with foam tip protectors loose in blisters unrelated to the complaint and other surgical components. The reported issue could not be confirmed. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The damage seen on the returned complaint samples could have contributed to the customer's reported issue of a dull blade. The exact root cause for the damaged knife samples is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Since submission of the initial MDR, additional information received has clarified that the suspect device is a different part number whose lot number is now unknown. Samples have been received by manufacturing that have not yet been evaluated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that a knife was blunt during an intraocular lens implantation surgery. There was no harm to the patient. Additional information has been requested. Additional information received clarified that two blunt knives were associated with this reported event. An alternate knife was obtained in order to complete the surgery.